Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box showed no evidence of voltage fluctuations, excessive battery usage or voltage drops. There was a battery compartment crack observed below the grip pad. The pump's current draws were within specifications. No evidence of excessive pump temperature was duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had a temperature issue. The reporter stated that there was a burn, but that it didn't require any medical attention. The alleged issue does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.